Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient came in for a 45-day follow-up computed tomography (CT) procedure. The CT imaging showed that there was a 6-7mm leak that was present. The closure device did not appear to have moved so the leak likely was present at the time of the implant procedure. The patient was on dual antiplatelet therapy (dapt) but will now be switched to an oral anticoagulation (oac) regiment. There were no consequences that occurred as a result of this event.